Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; the reported device was confirmed visually to have the distal threaded tip fractured during inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Manufacturing files revealed the instrument was approximately 5 years old, so the root cause of the instrument fracture is likely a result of the age of the instrument.

Event description:
Surgeon was trying to remove hybrid plate from patient and broke both tips of the draw rod.

Event description:
Surgeon was trying to remove hybrid plate from patient and broke both tips of the draw rod.